Event description:
The following was reported to hamilton medical ag: tf 485001,446029, 444001 , self test failed message, loss of external power indiacted. No led mains indication. Tf 444001 (batteries completely discharged) tf 485001 ambient mode no patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer(B)(4).

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: tf 485001,446029, 444001 , self test failed message, loss of external power indiacted. No led mains indication. Tf 444001 (batteries completely discharged) tf 485001 ambient mode no patient harm or consequences.